Event description:
The reporter stated, the surgeon implanted a micl 12.6mm implantable collamer lens on (B) (6)2010. Lens was explanted on (B) (6)2010, due to lens being too large. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further information is available.

Manufacturer narrative:
(B) (4) - (lens too large): evaluation results - a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).